Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she had accidently over delivered insulin. Customer stated she was checking her blood glucose which was at 257 mg/dl, the device suggested two units of insulin. However, she believes her finger might have slipped as the device delivered 7 units of insulin. Customer was attempting to prevent low by drinking orange juice and crackers. Call was disconnected and customer was contacted again. Customer declined troubleshooting the device. Customer was advised to change the max bolus and was informed how to suspend the device. The device is not being returned for analysis.